Event description:
The customer alleged that he performed control tests and received results of 400 and 500 mg/dl. A normal control range was not provided, but should be around 100-139 mg/dl. No adverse events were alleged. The customer refused to troubleshoot his contour meters. He also refused to return his test strips for evaluation. The customer's contour meters will be returned for evaluation. New contour meter kits were sent to the customer.

Manufacturer narrative:
The info for the customer's other contour is 7151b (product code), (serial number), 04/2007 manufacture date.